Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported having elevated blood glucose readings as high as 491 mg/dl with his normal range being 100-150 mg/dl. He stated his symptoms were frequent urination and extreme thirst. He stated that prior to the call he changed his insulin infusion set and the insulin cartridge of his infusion device. To troubleshoot, the patient was instructed to disconnect the infusion tubing from his headset and perform a 5 unit bolus of insulin. The patient did so and the insulin dripped consistently. The patient reconnected and gave himself a 10 unit bolus of insulin to treat his elevated blood glucose levels. Troubleshooting did not find any product issues. The patient stated he has a lot of scar tissue around his abdomen area. He stated he can only use limited areas as infusion sites due to his daily occupational duties. He also mentioned he received a flu shot and has had a severe cold for which he is taking over the counter medication. The patient was advised to call his physician for medical advice regarding his current physical condition and for advice on adjusting his basal rates. Repeated attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.